Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted. The testing was unable to be performed due to unresponsive buttons. The pump was received with scratched lcd window, cracked reservoir tube, and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 481mg/dl. The customer states they tried to treat with the pump. The customer declined to troubleshoot the high levels. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.